Manufacturer narrative:
The customer complaint of error 9-1513-202 was not confirmed or replicated during the investigation. No product or device logs were returned for investigation. The system effect of the system error code 9-1513-202 is an audio alarm that cannot be silenced and infusion parameters that could not be edited. Active infusions are designed to continue infusing, but infusion parameters cannot be edited because the keys are disabled while the system is in this error safe state. Powering off/on the device off will reset the alarm. Subsequent power on cycles of the device will continue to exhibit the system error code if the fault condition continues to exist. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The system was being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
It was reported that an 8015 was hooked to a patient and alarmed error 9-1513-202. Patient was not harmed.